Event description:
Customer reported that the insulin pump was not recognizing the inserted batteries. Customer also reported that the insulin pump was cracked at the battery casing. Blood glucose level was 133.2 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
All operating currents were within specification. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.